Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge. A new pod was successfully applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin. The adhesive pad was not returned with the device. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The top housing was observed to be damaged. There is no means of telling how or when the observed damage to the top housing occurred, however, there was no evidence to suggest the damage contributed to the report events.